Manufacturer narrative:
A review of the records related to this equipment shows no failure detected. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account on (B)(6) 2015 after the reported event, check the system and found no problems. System found to be treating within specifications. In (B)(6) 2015 fss visited the account and checked the microscope. He dis-assembled and adjusted multiple times in order to adjust focus and no failure was found. System was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported video image quality issues (too bright and blurry) and dissatisfaction with system. Surgeon then reported that during an intacs procedure he experienced an inferior perforation and was not able to implant an inferior ring. A superior ring was implanted successfully.

Manufacturer narrative:
(B)(4).